Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated the syringes, which came with his insertion trays, did not contain any solution for irrigation.

Event description:
It was reported that the patient stated the syringes, which came with his insertion trays, did not contain any solution for irrigation.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be 'leakage¿ with a potential root cause of "tip cover came off during shipping or in processing." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿contents: 802011 reorder bard and bardia are registered trademarks of c. R. Bard, inc. Directions on reverse side. ¿ povidone-iodine swabs ¿ waterproof underpad ¿ drape ¿ 10cc syringe (prefilled with sterile water to inflate foley catheter) ¿ specimen container and label ¿ gloves ¿ lubricant ¿ graduated collection container" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.